Event description:
It was reported that the insertion device ejected the infusion set unintentionally. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.